Manufacturer narrative:
The device has not been returned to the manufacturer. Test strip lot number ka11wj65e DHR referenced. The lot cleared qc testing. The root cause of the incident could not be determined based on the limited information provided. A review of the owner's guide and field returns have been made. Corrective action is not necessary at this time, as there is no evidence of device failure. This complaint description will be trended.

Event description:
Patient tested her blood-glucose and the presto meter gave a high reading. The patient felt shaky, which indicates a low blood-glucose to her. She ate something because she believed her blood-glucose to be low, despite the reading of the meter. She then went to the clinic and the presto meter was compared to a blood analyzer. The analyzer showed 180 mg/dl while the presto meter read 255 mg/dl. The comparison was performed a second time, and again the presto read more than 75mg/dl higher than the analyzer.